Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) migrated from the original pocket. During a procedure to revise the pocket, it was found the pocket had become infected. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.